Manufacturer narrative:
(B)(4). Additional information received: what type of open procedure was the device use in? --- no information. What confirmation was received that the device was fully fired? --- the donuts were created. Where within the gap setting scale was the orange indicator prior to firing? --- no information. What was the shape of the staples (b-formation, irregular, legs straight)? --- no information.

Event description:
It was reported that during an open unknown procedure, about half staples were not deployed though donuts were created. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No device will be returning.